Event description:
It was alleged by the patient's representative that, "the patient is exhibiting a hip squeaking noise following total hip replacement surgery."

Manufacturer narrative:
DHR & complaint history review. Result - inconclusive as the device and medical records were not made available. The information of this per was provided by stryker orthopaedics legal affairs department. No additional information is available at the time of the per due to the ongoing litigation.